Event description:
It was reported that during cleaning the attachment device "heated up". No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. A functional assessment was performed which revealed that the bearings were worn. Therefore, the reported condition was confirmed. Evidence indicated this was from normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).